Manufacturer narrative:
This report is for an unknown cage/plate: zero-p va. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an unknown procedure, dr (B)(6) asked for a standard footprint 6mm height zero p va cage. This was too big for the disk space. When putting the cage into the diskspace he used the mallet to insert however the plate slipped off the cage due to the implant size being incorrect. He then opted to drop down a size so that he could fit it into the disk space. The operation continued, a 5mm cage was inserted and the procedure finished successfully. No impact on the patient. Concomitant device reported: unknown mallet (part#unknown, lot#unknown, quantity 1) unknown tpal inserter (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).